Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that did allege insulin pump was under delivering. Customer¿s blood glucose was 328 mg/dl at the time of incident and current blood glucose 148 mg/dl. Customer¿s other blood glucose level was 160 mg/dl, 150 mg/dl and 328 mg/dl. Customer was treated with insulin pump and manual injection. Customer stated that the drive support cap was normal. Customer was performed displacement test and the test result was passed. Customer wishes to perform the high pressure test. Troubleshooting was performed for under delivery. The insulin pump will not be returned for analysis.